Event description:
It was reported that patient underwent partial knee arthroplasty in 2008. Subsequently, patient was revised in 2009, due to femoral loosening. The femoral component was removed and replaced. Product identification was not provided until 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed september 3, 2009.

Manufacturer narrative:
This report filed september 3, 2009.

Event description:
It was reported that patient underwent partial knee arthroplasty in 2008. Subsequently, patient was revised in 2009 due to femoral loosening. The femoral component was removed and replaced. Product identification was not provided until about two weeks later.